Event description:
It was reported that upon crossing through an already deployed stent, the omnilink caught on the distal end of it and the stent came off the balloon. The phyisican pushed the system forward to try and capture the stent back onto the balloon; however, it would not connect and the stent was deployed at an unintended site, close to the bifurcation. There was no pt injury or effect. No further procedures are planned.